Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. The instruction manual states the detection method associated with the event in "inspection of the endoscope points of attention when using the high-energy endo therapy accessories are written in the following. 4.3 using endo therapy accessories". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the videoscope was burnt. There were no reports of patient involvement.